Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing its service indicator. Upon evaluation of the device download, it was observed that the internal hlc batteries were depleted and the device would likely not have sufficient power for effective defibrillation energy delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has attempted to retrieve the device from the customer for evaluation. The customer has not made a decision as to whether or not they will be replacing the device or returning their device for evaluation. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.